Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, has had an area in the vagina cauterized by dr. (B)(6) on four occasions. (Reports are not available for review). Severe dyspareunia, chronic granulation tissue at the vaginal cuff anteriorly, a palpable band of appeared to be graft material going from the area of one ischial spine to the other, pain in the right upper quadrant, tenderness at granulation tissue, puborectalis area, fibrotic band of graft in the anterior of the vagina creating dyspareunia with vaginal stricture and foreign body related granulation tissue. Underwent transvaginal resection of granulation tissue and infected stitch with revision of that portion of the upper vagina and release of this stricture centrally and release of this stricture laterally and excision of a second stitch that was not infected that course from the anterior wall laterally to the vagina and down the sacrospinous ligament under general anesthesia. Pain and fullness in the vagina, pain radiates into her groin and to the sacroiliac (si) joint posteriorly, a shooting or neuropathic type pain, some visible vicryl suture, post operative pelvic pain, related to neuropathy - little tenderness at the area of the mid-urethral sling on the right, when pushed up on the sling but no pain on general palpation -obturator induced pain but do not feel comfortable performing an obturator injection in the neurovascular bundle.